Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and also had leak. Customer stated that the screen turned black in sunlight when it gated warm, making difficult to read. Customer was stated that insulin pump was bolused inaccurate amount. No harm requiring medical intervention was reported. The devices will not be returned for analysis.